Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm with the screen out on the insulin pump. The screen came back on with a new battery, but customer received a failed battery test. Customer tried another battery and by the third battery it was okay. This morning, customer received a bad battery alert again with three other batteries. Customer thought it was the battery cap, so she changed it with an extra battery cap. Customer still got the failed battery test, but when she put on the old battery cap, the pump came on. Customer's blood glucose level was 130 mg/dl. Customer was going to eat something and the screen was blank. Customer received a weak battery alarm and kept receiving bad battery alerts. Troubleshooting was performed and when the customer cleaned the battery cap contacts, the customer did not receive a failed battery test. A replacement battery cap will be sent to rule out any possible issues with the battery cap. No additional information provided.